Event description:
Nurse was preparing to administer a unit of fresh frozen plasma. Unit was punctured by the blood administration tubing. Unit was discarded and a replacement unit had to be thawed for administration.no harm to patient or rn. This is the second event with this manufacturer's device in the last two days.======================manufacturer response for blood administration tubing, plum y-type blood set (per site reporter).======================they will investigate the complaint.what was the original intended procedure?ffp transfusion.device #1is this a laboratory device or laboratory test?no.